Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation as well as rash."

Event description:
Patient reported deflations as well as rash. Patient also reported "fever, throwing up, diarrhea," these events are not related to the device. Patient representative reported patient ¿suffered a personal injury,¿ this event is not related to the device. Device remains implanted. This record is for the left side.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy, cardiac complication, infection(unknown onset), pupura, itching, back/neck/chest pain, and varied injuries including: chills, imbalance, nausea, frequent urination, ketones, blood in urine, and high sugar.

Event description:
Patient representative reported "plaintiff had breast deflation, pain, chest pain, redness, fever, aches, chills, itching, imbalance, nausea, vomiting, vertigo, back pain, neck pain and frequent urination. Diagnoses included lymphadenectomy, breast infection, pupura and arethymia. Also had ketones, blood in urine and high sugar. The plaintiff has undergone severe emotional distress and anxiety, fear of breast cancer, illness and medical care, sickness and loss of hope." Redness, fever, aches, chills, itching, imbalance, nausea, vomiting, vertigo, back pain, neck pain, frequent urination, pupura, arethymia, ketones, blood in urine and high sugar are not device related.